Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was high as 260 mg/dl. The customer states the pump might be broken because it keeps flashing and it has a red light on it as well as he fell roller-skating and the pump display went. The customer was assisted with troubleshooting and the display did not return. The customer declined to troubleshoot for high blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with a blank display, problem isolated to the electrical board. Unable to verify flashing display with a red light due to blank display. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.